Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The reported issue was neither confirmed nor duplicated during evaluation. The assignable cause for the reported issue was undetermined. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. A review of the previous service record shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issue of melting plastic smell. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding a request for a different homechoice (hc) unit. The care giver (cg) stated that the hc smells like plastic is melting. The home patient (hp) was in initial drain. The drain volume was 1611ml and the last fill was 2000ml. The technical service representative (tsr) assisted the cg to end therapy and informed the cg to use manual bags and the keep the pro card. A swap was arranged. There was no patient injury or medical intervention indicated at the time of this report.